Event description:
The pt's vendor reported the pt experienced elevated blood glucose for 4 months and bent infusion set cannulas. The most recent event occurred on (B) (6) 2010-(B) (6) 2010. The pt inserted a new infusion set headset on (B) (6) 2010 and her blood glucose measured 122 mg/dl when she went to bed. At 7:00am on (B) (6) 2010, the pt's blood glucose measured 405 mg/dl and she tested positive for ketones. She changed the headset and found the cannula was bent. She injected 10 units of insulin via syringe and bolused 4 units of insulin through the infusion device. At 8:30am, her blood glucose measured 535 mg/dl and she bolused 6 units of insulin through the infusion device and she programmed a temporary basal rate increase of 200% for 2 hours. At midday, she changed the headset again and by evening, her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.